Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the bearing cage visible on the right side. A field service engineer replaced the drawer slides to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system b4ms3 auxiliary drawer 7 failed to open/slide properly. The malfunction was found during the medication dispensing process. However, it did not hinder the timely issuance of medications and did not result in any delays in patient care. There were no adverse events or injuries reported based on this event.